Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that there are no images of the device(s) available. The cause of the coil non detachment must be to rtuosity. The instant detacher lot number was b264516. Prior to coil non-detachment, there were no issues encountered. There was no pushwire damage observed after removal from the patient.

Event description:
Medtronic received a report that an axium coil did not detach.  The patient was undergoing surgery for treatment of an amorphous, ruptured aneurysm in the left anterior communicating artery (acomm) with a max diameter of 3.4 mm and a 3.7 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was severe. It was reported that the operator placed the sl 10 micro catheter well inside into the aneurysm, she has taken target 3x6 & 2x6 deployed very well one after one, then lastly she has taken axium apb 3d 1.5x2, flush the sleeve of coil as per IFU placed coil inside into aneurysm with slowly forward pushing. But when operator wants to detach it, it couldn't detach with ID & even manual detachment, tried 3 attempts with ID but no use. While pulling back the coil inside into sl 10, operator noticed complete coil couldn't came inside into micro. She stop pulling the coil & removed entire micro from the aneurysm. She had noticed coil got stretched inside the micro. Taken again sl 10 at the neck of the aneurysm & finish the case with putting target 1x3 coil. It was reported non-detachment occurred. The physician attempted to detach the coil with the instant detacher two times. The physician did try to detach with another instant detacher two times. The manual method was attempted one time. There was no issue with the instant detacher. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a neuronmax sheath, neuron 6f guide catheter, sl-10 microcatheter, traxcess guidewire, optima coils .

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.